Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with unspecified mentor saline implants in 1990, developed lupus 2 months post implantation. The patient reported that she was hospitalized every month for 5 years for her lupus. The patient underwent explantation and replacement in 2003 due to bilateral deflation. After replacement, the patient reported her lupus was better. The patient reported that the explanted devices were black and full of mold. This medwatch form is for the left breast prosthesis.